Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument failed to close the clip properly. The instrument was not used on patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that during the 1st clip application, the issue was identified while loading the medium-large hem-o-lock clip onto the clip applier instrument (prior to being inserted into patient). There was no report of fragment(s) falling inside the patient. The vessel or tissue bundle was less than 10 mm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.010¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation confirmed that the instrument failed the clip test due to misapplication of the clip. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded.